Event description:
It was reported that the user experienced a temporary loss of freestyle libre 3 plus glucose readings on the ilet pump, which resolved spontaneously before troubleshooting could begin. No reported adverse clinical effects. Outcomes included no impact on health, no alerts or alarms, and no medical intervention. Investigation included customer care review and user education on signal restoration and device operation. Investigation of this case revealed normal function resumed with no hardware failure identified and no reproducible malfunction. It was concluded that the event was consistent with transient communication interruption without device malfunction and required no further action.